Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 2.75 x 12 mm xience prime; medications: aspirin, prasugrel. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of stenosis is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.75 x 12 mm xience prime stent referenced in describe event or problem is filed under a separate medwatch report number.

Event description:
It was reported that, on (B)(6) 2013, a 3.0 x 23 mm and a 2.75 x 12 mm xience prime stent were implanted in the mid left anterior descending (lad) coronary artery lesion without issue. On (B)(6) 2016, restenosis was noted in the both the 3.0 x 23 mm and 2.75 x 12 mm xience prime stents. Balloon angioplasty was performed as treatment. The event resolved. There was no additional information provided regarding this issue.